Event description:
It was reported that this brady lead was unable to deliver pacing due to perforation during implantation. This brady lead was successfully implanted and will not be returned. No additional adverse patient effects were reported.